Event description:
Received information stating patient has been experiencing high bg's (500-600 mg/dl). As per reporter she does not believe issue is pump related.

Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old. No product was returned for evaluation. Should new information become available a follow up MDR will be submitted.